Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the issue occurred due to the image guide bundle had significant breakages. Water tightness was lost due to a pinhole on the connecting tube. It was also noted that suction volume did not meet standard value and the channel cleaning brush could not be inserted smoothly due to a dent on the tube. The bending angle in the up direction did not meet standard value due to wear of the angle wire. The connecting tube also had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the tracheal intubation fiberscope had a broken fiber. Upon inspection and testing of the returned device, it was noted that the connecting tube had peeling coating of 1mm2 or more due to deterioration. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. The event can be detected by following the instructions for use (IFU) which state: ¿chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope 1.visually inspect the control section for excessive scratching. 2.visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3.visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4.carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2)." Olympus will continue to monitor field performance for this device.